Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an incident report which reported the following information: customer reported experiencing an "inflamed allergic reaction to the adhesive of the (adc freestyle libre) sensor". Sensor was removed and a "red itchy patch of skin, dermatitis" was observed. Customer further reported being "uncomfortable, but able to carry on with everyday activities" and having contact with a healthcare professional who provided an unspecified steroid cream for treatment. There was no report of death or permanent impairment associated with this event.